Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 59 at the time the paramedics showed up. The customer was given glucose and a glucagon shot to treat, and was taken off the pump. The customer experienced symptoms such as a headache. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer reported sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.